Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4) the following information was provided by the initial reporter: " the cov2 laboratory believes that some bd max sars cov2 results are suspect. The laboratory is located in (B)(6), which is an area not affected by the sars cov2 pandemic. The impact of a positive result is therefore very important (spread of the epidemic, isolation, cost...). Sample a11 of series (B)(6) was made positive by bd max on (B)(6) 2021. The amplification was late, with a low final fluorescence, but the CT values were 32 cycles for n1 and 30 cycles for n2 (thus a concentration normally above the detection limit). The laboratory repeated the same sample (same bd max tube) on (B)(6) 2021 in series (B)(6), after having kept the sample in the refrigerator (+5°c), and the result was negative. "

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: " the cov2 laboratory believes that some bd max sars cov2 results are suspect. The laboratory is located in new caledonia, which is an area not affected by the sars cov2 pandemic. The impact of a positive result is therefore very important (spread of the epidemic, isolation, cost). Sample a11 of series 1293 was made positive by bd max on 12/05/21. The amplification was late, with a low final fluorescence, but the CT values were 32 cycles for n1 and 30 cycles for n2 (thus a concentration normally above the detection limit). The laboratory repeated the same sample (same bd max tube) on 14/05/21 in series 1295, after having kept the sample in the refrigerator (+5°c), and the result was negative. "

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results and atypical curves when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1033567 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 1033567 was manufactured according to specifications and met performance requirements. The customer complained about atypical curves and suspected false positive results when using the bd sars-cov-2 reagents for bd max¿ system kit lot 1033567. Two runs were received for analysis and manual pcr curve adjudication was conducted. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. The initial run (run 1293, position a11) was performed on (B)(6)2021 and the patient sample gave a n1/n2 positive results with CT values of 32.3 and 30.5 respectively. When the same sample buffer tube was retested 44 hours later (run 1295), it gave a negative result for both n1 and n2 targets. Manual pcr curve adjudication of the sample was conducted, and it was found that the n1/n2 positive results look like late and low, but true amplification. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. The complaint also mentioned an issue of jagged curves. However, analysis of the amplification curves of sample a11 run 1293 showed no anomaly.. Overall, based on the data provided, bd was unable to confirm the exact cause of the customer¿s positive results. No product issue is suspected. There is no indication of an increase in complaints for discrepant results and atypical curves for bd max sars-cov-2 reagents lot 1033567. The root cause was not identified but true low positive results of the initial sample is strongly suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.